Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated reticulocytes results intermittently generated by coulter lh500 hematology analyzer. Subsequent testing performed on an alternate analyzer and by manual smear produced lower results. The erroneous results were not reported out of the laboratory. There was no change to patient treatment, and no death or serious injury is associated with this event.

Manufacturer narrative:
The tests were performed in manual mode. Controls were run before and after the event and recovered within the assay ranges. A bci field service engineer (fse) found defective shock mounts in the power supply, which caused excessive vibration. The fse replaced power supply, and performed a reticulocyte reproducibility test. The results were acceptable and the issue was resolved. The root cause for this event was determined to be noise generated by the vibration from the power supply.